Event description:
It was reported via maude event report that the event occurred during surgery. Anesthesia attempted to place a brachial a-line for the monitoring during the case. On cannulation of the artery, the metal guide wire supplied with the arrow catheter set splayed and the individual filaments of the wire unraveled. One of these fragments bent into a fishhook shape and became stuck in the artery and subcutaneous tissues in the arm. On attempt to retrieve, the think filament broke. Intraoperative ultrasound showed the fragment was in the subcutaneous, not within the artery, but the fragment was not immediately retrievable.

Manufacturer narrative:
(B)(4). Sample will not be returned.